Manufacturer narrative:
Please note that initial reporter in section e3 is the patient but the information could not be populated. Please note that this report represents notification of 2 devices implanted in the patient is unknown vessels with the same catalog and lot numbers. The device were not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two reports associated with this patient that were submitted under the following manufacturing numbers 003742446-2009-00082.

Event description:
It is reported that the patient had a cardiac catheterization and placement of three cypher stents in unknown vessels for an unknown reason. In 2009, she developed a "heart attack" which she treated herself with "nitroglycerin, aspirin and pain killers", and was eventually hospitalized as treatment. An unknown procedure "like an MRI with dye" was performed resulting in confirmation of previous "heart damage".